Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that there was peeling of the coating on the insertion tube. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc and past similar case, omsc surmised that the reported phenomenon was attributed to physical stress, chemical stress and/or storage environment. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure it was found that the bending section rubber was damaged and had leakage. The user replaced the subject device and completed the procedure. During the incoming inspection for repair at olympus service operation repair center, it was found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with the event.